Event description:
A remstar pro c flex plus device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician found error codes e024 (err motor speed reverse), e022 (err motor flux magnitude) and found contamination from dust. The device was scrapped by the service center after the evaluation was completed.